Event description:
Initial ck-mb results for two pt samples were <0.100 ng/ml. When repeated, the results were 2.05 and 0.95 ng/ml respectively. The field service rep corrected the problem by recalibrating the analyzer with fresh calibrator.